Manufacturer narrative:
This file is reportable. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged door w/keypad. Replaced broken door latch. Replaced damaged ail. Based on the findings, service determined that the probable cause of the reported issue was due to keypad damage of the door kit assy 8100 rohs. A review of the device history record showed the device had a manufacture date of 28nov2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
File is not reportable.

Event description:
It was reported by the customer that the device failed preventive maintenance. There was no patient involvement.